Event description:
It was reported that boston scientific technical services (ts) received a call about noise, oversensing and pacing inhibition. The patient presented to the hospital as a result of the pacing inhibition making them feel flush. The physician and ts believed the noise was due to electromagnetic interference (emi). The device was reprogrammed, and the right ventricular lead sensitivity was decreased due to the emi. The device and leads remain in service. No additional adverse patient effects were reported.